Event description:
It was reported that the patient experienced a hyperglycemic episode on (B)(6) 2026, measuring 500 mg/dl on the 1st day of insertion in the arm which was successfully managed after admitting in hospital and got treated with insulin IV drip resulting in stable blood glucose levels with no reported complications.

Manufacturer narrative:
E1: (B)(6). Medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: ca zip code: 91325. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380